Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020, in a (B)(6) year old female patient with obstructing squamous cell cancer of the "mid-to-upper esophagus." The physician had performed a full egd two days prior under moderate sedation to evaluate the tumor and the upper gi tract. He stated that aside from the tumor pathology, there were no other abnormalities in the distal esophagus, stomach, or proximal duodenum identified during that initial procedure. According to the complainant, on (B)(6) 2020, the physician planned to place two clips to mark the end of a tumor to assist with the fluoro-guided placement of an esophageal stent. The first clip was placed successfully at the gastroesophageal junction (gej). The second clip was placed distal to the tumor on healthy looking tissue; however, due to the endoscope positioning within the strictured area, the clip was not able to remain on the tissue when deployed. The clip fell off the anatomy and could not be seen in the esophagus. While preparing another clip for placement, the nurse noticed that the patient had a distended abdomen. Suction and decompression were not effective. The procedure was aborted at this time because of the distention, and the physician then evaluated the abdomen with fluoroscopy. There was no obvious free intraperitoneal air. The physician suspected an esophageal perforation had occurred. The patient was then transferred to the ICU. Flat and upright x-ray imaging of the abdomen and lower chest were obtained, which revealed free air under the diaphragms bilaterally and no evidence of mediastinal air. Based on these findings, the physician now suspected a perforation occurred lower in the gastrointestinal (gi) tract, likely in the stomach. No additional imaging was requested. Surgical consult was obtained, but the physician decided not to perform surgical exploration. The patient was supported with palliative measures, and the patient subsequently died on an unknown date. No autopsy was performed. During post-procedure endoscope cleaning, the nurse found that the suction within the scope was being difficult during cleaning. Rat tooth forceps were inserted through the working channel of the scope to clear potential obstructions but only pushed through fluids. The scope was then taken to the reprocessing room, and the reprocessing technician discovered that the clip that had fallen off during the procedure was inside the suction channel of the endoscope. Per the physician's assessment, the cause of the death was the perforation. He further theorized that the clip being in the scope may have impeded the suction function during the procedure and contributed to the large amount of insufflation in the gi tract, though the physician was not aware of either the clip issue or the suction/irrigation issue during the case. Per the physician's assessment, the clip application did not cause any significant damage to the esophagus or gej.